Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-feb-2023. The most recent information was received on 03-mar-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("significant cramps") in an adult female patient who had essure inserted (lot no. B34526) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included antidepressants from 2014 to 2023 and anxiolytics from 2014 to 2023. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced fatigue ("unexplained state of intense daytime fatigue") and depression ("several depressive episodes"). In 2018 she experienced cognitive disorder ("invasive cognitive disorders"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). In 2020 she experienced alopecia ("hair fall"), tinnitus ("tinnitus"), dizziness ("dizziness"), affective disorder ("mood disorders"), hyperhidrosis ("excessive sweating with unpleasant odour"), thirst ("excessive thirst"), gastrointestinal disorder ("intestinal disorders") and anal incontinence ("faecal incontinence"). In 2021 she experienced bruxism ("diurnal bruxism") and pain in jaw ("painful jaw joints"). An unknown time later she experienced pelvic pain (seriousness criterion medically important), dry eye ("eye dryness"), tendonitis ("tendinitis"), sciatica ("sciatica"), arthralgia ("joint pain"), fall ("recurrent falls"), vitamin d deficiency ("vitamins d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency ") and mobility decreased ("difficulty moving around"). In 2022, the fatigue, depression, alopecia, tinnitus, dizziness, affective disorder, hyperhidrosis, thirst, gastrointestinal disorder and anal incontinence had resolved. In 2023, the cognitive disorder, amnesia, disturbance in attention, bruxism and pain in jaw had resolved. At the time of the report, the outcomes for pelvic pain, dry eye, tendonitis, sciatica, arthralgia, fall, vitamin d deficiency, vitamin b12 deficiency and mobility decreased were unknown. No causality assessment was received for essure with regard to fatigue, depression, cognitive disorder, amnesia, disturbance in attention, dry eye, pelvic pain, tendonitis, sciatica, arthralgia, fall, vitamin d deficiency, vitamin b12 deficiency, alopecia, tinnitus, dizziness, affective disorder, bruxism, pain in jaw, hyperhidrosis, thirst, gastrointestinal disorder, anal incontinence or mobility decreased. The reporter commented: period of occurrence of events: 2014 to 2023. 2021: hospitalisation for five weeks at the public mental health institution (epsm) (depression). Lot number: b34526, manufacture date: 2013-05, and expiration date: 2016-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 03-mar-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("significant cramps") in an adult female patient who had essure inserted (lot no. B34526) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Concomitant products included antidepressants from 2014 to 2023 and anxiolytics from 2014 to 2023. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced fatigue ("unexplained state of intense daytime fatigue") and depression ("several depressive episodes"). In 2018 she experienced cognitive disorder ("invasive cognitive disorders"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). In 2020 she experienced alopecia ("hair fall"), tinnitus ("tinnitus"), dizziness ("dizziness"), affective disorder ("mood disorders"), hyperhidrosis ("excessive sweating with unpleasant odour"), thirst ("excessive thirst"), gastrointestinal disorder ("intestinal disorders") and anal incontinence ("faecal incontinence"). In 2021 she experienced bruxism ("diurnal bruxism") and pain in jaw ("painful jaw joints"). An unknown time later she experienced pelvic pain (seriousness criterion medically important), dry eye ("eye dryness"), tendonitis ("tendinitis"), sciatica ("sciatica"), arthralgia ("joint pain"), fall ("recurrent falls"), vitamin d deficiency ("vitamins d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency ") and mobility decreased ("difficulty moving around"). In 2022, the fatigue, depression, alopecia, tinnitus, dizziness, affective disorder, hyperhidrosis, thirst, gastrointestinal disorder and anal incontinence had resolved. In 2023, the cognitive disorder, amnesia, disturbance in attention, bruxism and pain in jaw had resolved. At the time of the report, the outcomes for pelvic pain, dry eye, tendonitis, sciatica, arthralgia, fall, vitamin d deficiency, vitamin b12 deficiency and mobility decreased were unknown. No causality assessment was received for essure with regard to fatigue, depression, cognitive disorder, amnesia, disturbance in attention, dry eye, pelvic pain, tendonitis, sciatica, arthralgia, fall, vitamin d deficiency, vitamin b12 deficiency, alopecia, tinnitus, dizziness, affective disorder, bruxism, pain in jaw, hyperhidrosis, thirst, gastrointestinal disorder, anal incontinence or mobility decreased. The reporter commented: period of occurrence of events: 2014 to 2023. 2021: hospitalisation for five weeks at the public mental health institution (epsm) (depression). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.